Event description:
Olympus disposable tip of endoscope came off during ercp (endoscopic retrograde cholangiopancreatography) procedure (part number maj-2315 -lot h2x21). The event was discovered after patient was in second phase recovery. Patient was taken back to the or (operating room), placed under anesthesia and an egd (esophagogastroduodenoscopy) and colonoscopy performed to retrieve the tip. Patient recovered well and was discharged after the retrieval.